Event description:
The first three devices attempted would not unjacket. With the fourth device the jacket was successfully retracted and the endograft implanted. However the jacket was still very difficult to retract.